Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed out of range right and left ventricular pacing impedances for one day on the daily measurements. All other lead measurements on that date were stable, and currently the measurements are normal.